Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer¿s mother reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019 and (B)(6) 2019 with blood glucose level was above 600 mg/dl. Customer stated that both events resulted in two days being admitted. The customer was assisted with troubleshooting for high blood glucose. Customer experienced symptoms such as vomiting. The customer was treated with insulin dip for high blood glucose. Customer reported that her son had two different incidents where he had to go into the intensive care unit due to bent cannulas. Customer¿s mother stated that there was three admissions to intensive car in the last 6 months the quick set bends. The insulin pump will not be returned for analysis.